Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.